Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Customer reported pump failed accuracy testing, during biomed testing. Pump programmed to administer 60mi/hour. Pump overinfused m0re than the specified 6% accuracy. No pt involvement has been reported at this time. Pump will be sent to baxter repair center for evaluation.